Manufacturer narrative:
D4, UDI, has been corrected. The cause of the hematoma was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "pressure was held until bleeding resolved. There is no pump for return."

Manufacturer narrative:
Corrected information was provided in b5 and d4 (serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Updated clinical narrative: a 60 year old male was admitted for anterior myocardial infarction. An impella cp was placed via the right femoral artery and a percutaneous coronary intervention performed. Following placement, a small hematoma at the access site was noted that did not elicit a therapeutic intervention. The field representative responded that pressure was held until bleeding resolved. The patient was transferred to the intensive care unit and the impella cp could be successfully weaned and removed after 2 days of support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 60-year-old male was admitted for anterior myocardial infarction. An impella cp was placed via the right femoral artery and a percutaneous coronary intervention performed. Following placement, a small hematoma at the access site was noted that did not elicit a therapeutic intervention. The patient was transferred to the intensive care unit and the impella cp could be successfully weaned and removed after 2 days of support.